Event description:
It was reported that customer had high blood glucose of 418 mg/dl, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, insulin pump passed high pressure test. After troubleshooting, it was advised for customer to change infusion set, reservoir and insulin. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.